Event description:
Per the surgeon's report this patient fell down the stairs (date unk) and then could no longer hear with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Explantation and reimplantation surgery pinns were not reported cochlear.